Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an axillary node dissection, the cautery tip caught fire. It had been used to dissect tissue earlier in the case, at the time it caught fire it was being held against a metal instrument to cauterize a vessel. There was no harm to the patient.